Event description:
The ICD was explanted due to infection. The infection is being reported under an angreement that was communicated to FDA in november 1998, in which all infections occurring within 30 days of implant shall be reported.